Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing got thin from twisting around. The patient woke up with high blood glucose level and noticed that it was off of the patient's body at that time due to tubing detachment at the quick release area. The patient treated high blood glucose level with a manual injection. No further information available.